Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no battery out limit alarms occurred during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. There was no frozen display or keypad noted during testing. The insulin pump was received with minor scratched display window, scratched reservoir tube window, cracked case at display window corner, battery tube threads, reservoir tube lip,missing end cap sticker and broken belt clip slot.

Event description:
Customer reports of attempting to correct an alert but insulin pump froze. Customer changed batteries and received a battery out limit alarm. Customer states that buttons were not responding. Customer's blood glucose was 198 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.